Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer would clear the alarm and resume insulin or change pump supplies to address the issue. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a correction bolus via the pump.